Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported an infection and abscess at the insertion site. A bump the size of a golf ball formed in the area and on (B)(6) 2022. He went to the emergency room (ER) where he was diagnosed with an infection and the abscess was lanced and drained. The patient was sent home with instructions on packing the wound and given a prescription for an oral antibiotic (doxycycline 100 mg twice a day). The skin healed over the top of the area and a smaller bump re-formed. Additional follow up treatment by a wound care center on (B)(6) 2022 was scheduled but had not occurred. No additional patient or event information is available.